Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, regarding the leak in the circuit alarm that gone off several times. User stated the pump would go into standby and he confirmed there was no blood, and then press start. The esp personel reviewed the possible reasons for the alarm and instructed him to press iab fill and restart the pump. User mentioned the patient was on the ventilator, peep of 8 and had been quite agitated, so he was working on getting more sedation on board. The esp personel had him check the connections. The esp personel told him the steps to resolve this alarm were in the help screen. And recommended to call back if he cannot resolve that alarm or he had more questions. The call was ended. No harm or injury reported.